Event description:
It was reported that the system was extracted because the right ventricular (rv) lead was thought to be fractured. This right atrial (ra) lead was explanted alongside the rv lead. No adverse pt (patient) effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).